Event description:
It was reported that this implantable pacemaker was explanted due to infection. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker was explanted due to infection. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The device was successfully interrogated and completed a memory dump. Visual inspection found no irregularities that would have been present when the customer received /utilized the device, and the header was firmly attached. The infection allegation could not be confirmed by lab analysis. Infection is a known medical risk when the skin barrier is breached. Analysis of the returned product is not able to provide relevant information for infection-related allegations.